Event description:
It was reported that during a vats loectomy procedure the device was fired and the device did not staple. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/03/2007. The analysis results was found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system. A sample of the batch is inspected at finished goods to ensure the device meets the require specifications prior to shipments. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.